Event description:
The report indicated that following 7 hrs of ECMO support, significant foaming was noted from the secondary vent. The device was changed out and no pt injury was observed. ECMO is an off label use of the device. The device is designed and labeled to operate for a maximum period of 6 hrs.